Event description:
Reporter stated that a patient's capillary blood pt level was tested, using the suspect device, with a result of >8.0 inr. A subsequent lab test measured patient's blood pt level at 4.9 inr. Reporter stated that, based on the value obtained on the suspect device, patient's coumadin dose was withheld for 2 days. Reporter noted that the same treatment decision would have been made based on the lab value. No patient injury was reported. Reporter stated that liquid controls are run on a daily basis and results have been within acceptable ranges. Technical support requested the return of the suspect product; however, reporter declined.